Event description:
Ous MDR - after an implantation time of about 3 months, the pacemaker could not be interrogated, and a loss of stimulation was reported.

Manufacturer narrative:
Ous MDR - the pacemaker was subjected to electrical incoming inspection. The initial interrogation of the pacemaker was not successful. The pacemaker's memory content was analyzed. Invalid memory content was observed, which most likely caused the problems with interrogation. During analysis, a re-initialization, including a resetting of the pacemaker's memory content, was performed successfully. After the re-initialization the pacemaker could be interrogated, and was pacing according to factory settings. The pacemaker was subjected to a final acceptance test. The pacing and sensing was found to be fully functional. Additionally, the pacemaker was subjected to a stress test, including vibration and temperature cycles. A switch of the pacemaker into backup mode was not observed during the analysis. The quality documents accompanying the pacemaker have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this pacemaker. The memory content during production at biotronik was valid. The origin of the invalid memory content is unk. It was not reported whether the pacemaker was subjected to strong external fields (e.g. Hf surgery or radiation therapy). In summary, the clinical observation was confirmed during analysis. Invalid pacemaker memory content caused the ineffective interrogation. A material or manufacturing problem was not observed during analysis. It is unk whether the memory content was caused by external influences. After re-initialization, the pacemaker was fully functional.